Event description:
It was reported that during a laparoscopy cholecystectomy procedure, the doctor introduced the device by trocar 12mm. Then tried to take the cystic duct by firing a clip, but it only cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clip or the jaw cut the vessel? Yes. Did the clip cut the vessel? When try to clip the cystic artery, close the er320, but the clip not advance, close the firing trigger and the jaw cut. Or did the jaw cut the vessel? Yes. How was the vessel repaired? Clip with other er320. Which firing of the device did this event occur on? First. Was the clip fully advanced into the jaws prior to firing? Yes . Was there any torquing or twisting of the device present at the time of firing? Not. Was any unexpected resistance felt while firing the trigger? Not. Were any unexpected noises heard? If so, when? Not. Did anything unexpected happen prior to this incident? Not. Was the device fired after this incident in or out of the patient? Not, the er320 failed in the 1st firing, then change by other. The analysis results of the device found that it was received with the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws four scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional analysis of a video recording of the procedure/event: the cause of the cystic duct being cut was the interaction of firing over a previously placed clip coupled with excessive downward force. The clip applier jaws were damaged during the second firing over the clip. Further jaw damage was done when the clip applier was fired over the grasper jaws.